Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a missing setscrew, which was found in the connector bore.

Event description:
It was reported that during an attempted implant, the physician noted a lack of clicks when using the wrench to turn the setscrew. Upon removal of the wrench, the setscrew came out as well. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.